Event description:
Reportable based on analysis findings on 25feb2021 it was reported that the 3.50x12mm promus element plus stent balloon expandable could not cross the occluded lesion located in the radial artery. There were no patient complications reported and the procedure was completed with a different device. However, analysis reveled stent damage. The event was reportable based on device analysis completed on 25jan2021 and not on 25feb2021 as was previously reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the stent found stent damage. Struts in the distal and proximal region were noted to be lifted and pulled distally. The undamaged stent od (outer diameter) was measured and was within max crimped stent profile. The balloon profile was analyzed. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The tip profile was analyzed. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. The hypotube profile was analyzed. A visual and tactile examination of the hypotube shaft found no issues. The shaft polymer extrusion profile was analyzed. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis. B5 describe event or problem and e1 initial reporter phone: corrected.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the stent found stent damage. Struts in the distal and proximal region were noted to be lifted and pulled distally. The undamaged stent od (outer diameter) was measured and was within max crimped stent profile. The balloon profile was analyzed. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The tip profile was analyzed. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. The hypotube profile was analyzed. A visual and tactile examination of the hypotube shaft found no issues. The shaft polymer extrusion profile was analyzed. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on analysis findings on 25feb2021. It was reported that the 3.50x12mm promus element plus stent balloon expandable could not cross the occluded lesion located in the radial artery. There was no patient complications reported and the procedure was completed with a different device. However, analysis reveled stent damage.